Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in-clinic follow up, the physician observed a loss of capture and r wave amplitude variation on the right ventricular (rv) lead. Diagnostic imaging was performed revealing rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.